Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: although the physical device was not returned for evaluation, one video was provided for review. The video shows an implanted hemodialysis catheter, in which the clinician is holding one of the catheter extenders. Fluid leakage is observed at the junction between the bifurcation area and the connected catheter extender. Therefore, the investigation is confirmed for reported fluid leak issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a dialysis catheter placement procedure using the glidepath hemodialysis catheter via the right internal jugular vein. One day post the implantation procedure on (B)(6) 2026, bleeding was observed near the fixation wing of the extension tubing. It was reported that the leak was noted. The procedure was completed using another catheter. There was no reported patient injury.